Manufacturer narrative:
The reported deflection issue could not be confirmed due to damage to the shaft, however the reported fracture was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage to the catheter shaft is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
While attempting to maneuver the catheter in the coronary sinus, it did not deflect properly. When the catheter was removed, a fracture was noted and the inner wires were exposed. The catheter was replaced and the procedure continued with no consequences to the patient.